Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the equipment and a review of the logs. The connector cables were replaced, and the unit was returned to service.

Event description:
The hospital reported that the unit alarmed for a malfunction, notifying the user to switch to alternate oxygen. There was no report of patient involvement.